Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to calcification. During loading, a crown overlap to the third node was visually confirmed. The loading issue was not caused by a new valve loader. Upon the first deployment attempt, infolding was observed under fluoroscopy when the valve was at an implant depth of 3mm. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were loaded, inspected and used for the procedure. No procedural delay occurred, however the issue caused the team's workflow to slow down. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging jar, submerged in clear solution. The frame showed no signs of distortion or damage. All leaflets appeared slightly twisted and in the closed position. All leaflets were flexible and intact. All commissures were intact. There was evidence of blood contact on the valve. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use(IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Conclusion: the device history records and frame records were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, as reported a crown overlap to the third node was visually confirmed. Unfortunately, imaging of the load were unavailable to confirm that the crown overlap did not extend to the fourth node, constituting a misload. Without imaging, a conclusive root cause of the infold cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.